Event description:
A malfunction was reported with the t:slim x2 pump battery, which was initially not charging. During the pump's history, a power source alert 07 was noted. There was no adverse impact on the customer¿s blood glucose level. To address the issue, the customer used a tandem wall adapter and charging cable, and the pump began charging without further assistance required.